Event description:
Caller reported a malfunction on the pump, identified by a malfunction code, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with pump reset instructions, and the issue did not recur after resetting. The customer was able to continue using the pump and was advised to contact technical support again if the issue recurred.